Event description:
A biomed engineer reported that during a procedure the "illumination brightness is not as bright". An alternate system was used to complete the surgery with no harm to the patient. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).